Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a crack in the case. The insulin pump had not been dropped or bumped. The drive support cap did not appear to be damaged. The blood glucose reading was not given. Nothing further was reported.